Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 valve 10/25 (fx214t) was implanted during a procedure. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.

Manufacturer narrative:
An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the gav 2.0, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to blockage is only possible by an examination. Adjustment difficulties are not possible, due to the fact that the complained product is a fixed pressure valve. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Event description:
No sample returned for investigation.